Event description:
The following was reported by the patient's surgeon: surgeon contacted davol on (B)(6)2014 to report finding a damaged device while performing surgery to treat a small bowel obstruction. The patient was implanted with two mesh products in (B)(6) 2001. One mesh was placed above the other. The surgeon reported finding three fragments from the inner recoil ring of the large kugel mesh. Two small fragments were noted in the abdomen and were removed. A somewhat larger fragment was near the bowel. The piece was also removed. The mesh below was intact with no problem found. The surgeon reported that this was an incidental finding and the condition of the mesh had not caused the obstruction, which was due to a kinked bowel. To access the site he had to cut through the lower mesh. It was reported that both patches were well incorporated, and so he left them in place and removed the recoil rings. He believed that most, if not all of the ring form both patches were explanted. There was no adverse patient injury reported due to the condition of the ring. However as fragments in the body could have resulted in an injury an MDR is filed to document this event.

Manufacturer narrative:
The surgeon was not aware of any trauma or other surgical procedure that the patient may have experienced. He indicated that the mesh appeared to be intact and not tailored. The fragments that were removed were not returned to davol for evaluation. Due to the age of the device a review of the manufacturing records was not performed at this time. A review of records found no other complaints fo this nature have been reported for this product lot number to date. At this time no definitive conclusions can be made and the cause is undetermined. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.